Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated an occlusion alert indicating pressure in the infusion line or set while the user was using a contact detach infusion set (6 mm, 23 in), and the alert resolved only after multiple infusion set changes and a full supply change. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no hospitalization. Investigation included troubleshooting and education with the user and shipment of replacement infusion supplies. Investigation of this case revealed an infusion set occlusion consistent with flow restriction in the infusion set or tubing, which resolved after replacement of the affected supplies. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient infusion set obstruction.